Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) and a bolus was delivered to address bg. Customer did not know cause of bg. Pump system check with tandem technical support (cts) and the pump date was found to be off by a day. Customer did not know how long the date had been incorrect. Cts assisted customer with correcting the date.